Event description:
It was reported that at follow-up, high impedance in svc to can and svc to rv was observed. When tested, impedance was found to be in-range. The svc coil was programmed off. Dft testing was successful, measurements were normal at that time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.